Manufacturer narrative:
The engineering eval of the device identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. There was no adverse event reported for this incident.

Event description:
A customer complaint was rec'd from the (B)(6) pacific region involving a resmed flow generator. The complaint stated, the power supply had 'burnt-out'.